Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device was received not deployed, the data showed that the first priming completed at pulse 22 and deactivation occurred at pulse 32. Rotational sensor errors were present in the data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The device was reset, connected to a pdm and ran a 5-unit bolus. Rotational sensor errors were reported in the reset data. The needle mechanism deployed during the reset run. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.